Manufacturer narrative:
This is one of two related reports. This report represents the second impella cp and another report was submitted to represent the first impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 76-year-old male with acute myocardial infarction and cardiogenic shock, classified as scai shock stage e, underwent placement of an impella cp via percutaneous left femoral arterial access on (B)(6) 2026. At the time of insertion, the access site was noted to have a pre-existing hematoma and had been subjected to multiple access attempts related to emergent va ECMO cannulation. During support, the device functioned as intended at p-3, providing 1.4 l/min of flow with d5w sodium bicarbonate purge solution, and anticoagulation monitoring was performed using act (value reported as 237 while on va ECMO). The patient was not on antithrombotic therapy. Bleeding occurred at the access site arteriotomy/vessel, requiring blood product administration under a massive transfusion protocol (exact volume unknown). Hemostasis was achieved following removal of the impella cp device, and vascular surgery performed a cutdown with subsequent implantation of an impella 5.5 via the right axillary/subclavian artery. Contributory patient factors to the bleeding were unknown beyond the presence of a pre-existing hematoma however multiple access attempts related to ECMO cannulation may have likely contributed. The impella cp was explanted on (B)(6) 2026 at 06:10 am, and the patient survived the procedure. The impella 5.5 remains in place with ongoing support and survival outcome pending.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details.